Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). There was no information regarding patient anatomy, procedural complications or imagery. Due to the limited details, the definitive root cause is indeterminable. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where two pascal ace devices were implanted. The first pascal ace was implanted in a-s position and the second one p-s position. After the procedure the regurgitation was reduced to mild. Approximately six and a half months after procedure an slda (single leaflet device attachment) of the second device was seen. The regurgitation increased to severe and in order to reduce it a reintervention was performed with two additional pascal ace devices. The devices were implanted in a-s position to stabilize the pascal ace in p-s position. The regurgitation was then reduced to mild.